Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Manual "try it" and "fixed low" testing was performed and passed. A receiver functional test was performed and passed all the relevant testing. The receiver case was opened for an internal visual inspection and passed. Vibrator resistance was measured and found to be within specification. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.